Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer contacted customer on 12/24/2016 in a follow-up call in order to ensure the customer's condition since the initial call; spoke with mother who states the customer was feeling well and had no symptoms at the time of the call. Mother stated that he was hospitalized on (B)(6) 2016 because he was throwing up blood due to stomach ulcers. States that the customer's blood sugar was over 1,400mg/dl while at the hospital and was in diabetic ketoacidosis. Also states that while he was at the hospital he received three pints of blood, and was on an insulin drip. Mother states while he was at the hospital he bottomed out to 17mg/dl. Customer signed himself out of the hospital ama (against medical advice) on (B)(6) 2016 and mother states the customer's meter is reading hi with the trueresult meter. Mother states she just purchased a meter from another company. Informed the mother that I would send her a return envelope for the trueresult meter and truetest strips. Mother states she will take him to a local doctor to help treat him regarding his stomach ulcers and his high blood sugar readings.

Event description:
Consumer complaint for e-5 accompanied by symptoms. Ms. (B)(6), mother, is calling on behalf of the customer. The customer is concerned with symptoms and e-5 error. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer feels weak, excessive thirsty,blurry vision and is vomiting dark black. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. When asked the mother if the meter could have been the cause of the problem mother states that he has not been consistent in his testing and does not believe that the customer feels this way due to the meter. Mother states he has been ill for the last four days and refused to go to the hospital. Mother called the ambulance and when paramedics arrived they could not get a reading with their meter and their meter read error. Paramedics state that the reading was above 600mg/dl but could not get an exact reading due to the error message on their meter.